Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was unable to be implanted. The physician elected to remove the active lead and replaced with a passive lead. The patient was in stable condition.